Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation due to the implantable pulse generator being inoperable since the device has not been charged. The device was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate. The cause is a depleted internal battery due lack of charge. Patient stated that he hasn¿t used his stim device for over 2 years as his pain has been manageable without it. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.